Event description:
New information notes that the ¿extra cardiac stimulation" was still ongoing at time of termination of the study. Patient ended study on (B)(6) 2016 due to bowel cancer. No further information provided.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the clinic with phrenic nerve stimulation. Lead dislodgement was noted. Programming changes were made and the patient was discharged.